Event description:
Event: surgical intervention to repair a ruptured artery. Unresolved endoleak and blood loss. Case details: the patient was reported to have narrow, calcific and tortuous anatomy. During insertion of the device, the right external iliac artery ruptured. A retroperitoneal incision was made to access the limb and repair the ruptured artery with a surgical graft. During deployment of the graft, the graft deployed 2 centimeters below the target zone and resulted in a type 1 endoleak. The patient lost approximately 12 to 15 units of blood. Due to the blood loss, the incision was closed and no intervention was done for the endoleak at the time of the procedure. The patient will be monitored by the physician.